Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic lobectomy, the stapler did not fire even though green button was pressed and handle was squeezed. The jaws locked on tissue and jaws would not open. A cracking sound was also heard. The procedure was converted to open surgery due to the reported condition.